Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: is the scrub technician knowledgeable on how to properly clean the device between firings and the proper way to reload the device? Additional information was requested, and the following was obtained: is it the surgeon's normal routine to use fibrin sealant and place a drain for this type of procedure? Was there any visible damage to the cartridge noted? It was reported that the patient was going back to re-scoped on post-op day 1. Was there any medical intervention provided during this second scope? If yes, please explain what was done. No not typical for surgeon to use a fibrin sealant after rescope patient looked good. Patient then did come back complaining of pain upper left shoulder/chest and was scanned again for a leak but no leak was found. Nothing on cartridge was noted before firing. I was not in the case. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the lap gastric sleeve procedure, on the third firing there was a crunch during the firing, resulting in the specimen side staples deploying and patient side not deploying while the knife blade and device advanced. This not stapling the stomach. The surgery was delayed. The device was removed and they circulated in new stapler reloads. The surgeon had to over sew where the staples didn¿t fire. Also used fibrin sealant and left a drain in the patient. Upper gi scope showed no leaks at the time.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2022. Additional information was requested and the following was received: is the scrub technician knowledgeable on how to properly clean the device between firings and the proper way to reload the device? There have been new techs and nurses but they are supervised by experienced techs and nurses. I was not in the room during the case.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number 951a38, and no non-conformances were identified.